Event description:
It was reported to nova biomedical on (B)(4) 2014 that a consumer, "had to have medical intervention twice within a week of each other in (B)(6) 2013. Consumer believes this happened due to her using recalled nova max test strips." During the call to customer support, the consumer wa snot able to provide any further regarding her first reported event. The meter will be returned for evaluation, however, the test strips were returned (B)(4) 2013 as part of the recall.

Manufacturer narrative:
On (B)(4) 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Related medwatch report: 3004193489-2014-00010. Test strip lot # 1020412255, expiration date: 09/2014, control solution lot: caller did not have any controls. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.